Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient underwent a breast augmentation revision with a mentor memorygel , 275cc developed right sided capsular contracture grade iii and bilateral symptomatic ruptures postoperative. The ruptures were diagnosed during the surgery. As a result, the patient underwent bilateral capsulectomies, and bilateral replacements per following: r) cat: 3507275mc/ sn: (B)(6), l) cat: 3507275mc/sn: (B)(6) on (B)(6) 2026. This report relates to the left side.